Manufacturer narrative:
The device was manufactured (B)(4) 2017 ¿ (B)(6) 2017.the device was received for evaluation with no fluid in its bladder. A functional leak test was performed by manually filling the device with water. During fill, a leak/backflow was observed from the fill port. Further inspection revealed that the cause of the leak/backflow problem was due to a solid, shiny particle approximately 0.20 square mm in size, lodged under the checkband. Fourier transform infrared spectroscopy identified the particle to be glass. The reported condition was verified. The cause of the particle was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from the fill port of a multirate infusor after filling with drug solution. There was no patient involvement. No additional information is available.